Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple occlusion alarms. There was no reported impact to the customer's blood glucose level. Although requested, no add'l info was provided by the customer.